Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed suspected necrosis of the skin flap. The implanted device remains.